Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('non-specific chronic endometritis') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. The reporter considered endometritis to be related to essure. The reporter commented: surgical pathology report: cervix: mild chronic cervicitis. Endometrium: late secretory phase endometrium. Myometrium: no specific pathologic abnormality. Serosa: no specific pathologic abnormality. Left and right fallopian tubes: complete luminal cross-sections. The endometrial lining shows late secretory-type glands with areas of stromal hemorrhage consistent with late secretory/premenstrual endometrium. There is no evidence of hyperplasia, non-specific chronic endometritis, structural abnormalities or invasive neoplasm ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: " endometritis". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('non-specific chronic endometritis') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. The reporter considered endometritis to be related to essure. The reporter commented: surgical pathology report: cervix: mild chronic cervicitis. Endometrium: late secretory phase endometrium. Myometrium: no specific pathologic abnormality. Serosa: no specific pathologic abnormality. Left and right fallopian tubes: complete luminal cross-sections. The endometrial lining shows late secretory-type glands with areas of stromal hemorrhage consistent with late secretory/premenstrual endometrium. There is no evidence of hyperplasia, non-specific chronic endometritis, structural abnormalities or invasive neoplasm. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: " endometritis". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.